Event description:
It was reported that the device could not be interrogated. The incorrect model number was displayed during attempted interrogation. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The reported event of interrogation problem was confirmed. The device was received with incorrect model number programmed likely due to firmware corruption which was the cause of the inability to establish connection with programmer. Firmware was reloaded and the analysis performed, including electrical and telemetry testing, indicated normal device functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.